Event description:
It was reported that during a selenia dimensions procedure on january 19th , the customer is reporting that the system tubehead motion is jerky during rotation. System has a broken rear bolt on the vta. A field engineer examined the system and replaced the vta and lead screw. Performed vta calibrations and performed a quality check successfully. No patient or staff injury reported. The system met the manufacturer´s specifications.